Event description:
The motor of the pump wears out within a few months leading to the pump giving repeated occlusion alarms which suspend insulin and results in the pump needing to be replaced. This is a known issue.